Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported keypad buttons were getting stuck and the keypad sticker was coming off from the insulin pump. Troubleshooting was performed and customer stated that there was no response from any button. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and it will be returned for analysis.

Manufacturer narrative:
Retainer ring = black . Device case: ngp. Customer returned device for alleged unresponsive keypad and cosmetic damage located at the keypad overlay found on -october 03, 2022.the device passed the displacement test. Device fails self test due tohardware low level failures alarm. No keypad anomalies noted during testing. Successfully downloaded history/traces utilizing thus. All buttons were tested individually for their functionality; inspected keypad traces and found moisture damage on u1 and j1 connector on electric board 1 was not unlocked during visual inspection. Device passes keypad voltage test. Confirmed hardware low level failures alarm with variable 03 on december 13, 2022 at 13:27:24.000. Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found moisture damage on pins of u1. Hardware low level failures alarm confirmed due to moisture damage on u1. Device was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor or force sensor.¿the following were noted during visual inspection: missing display window/cover, stained keypad overlay, and pillowing keypad overlay. No keypad anomalies noted during analysis, unresponsive keypad not confirmed. Cosmetic damage confirmed at the keypad overlay. Hardware low level failures alarm confirmed due to moisture damage on keypad traces (u1). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.